Manufacturer narrative:
The device was evaluated. Based on investigation results, a definitive root cause of the observed partially missing/detached sheath could not be determined, however, the issue was likely the result of excessive force/stress and or external factors. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the cysto-nephro videoscope exhibited a partially missing a-rubber/sheath. There was no patient involvement, and no harm was reported as a result of the event.